Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's left femoral vein in the emergency room. The physician stated that while placing the catheter in the left femoral vein she advanced the dilator through the tissue and into place over the guidewire. She then removed the dilator. While advancing the catheter she noticed some resistance but was able to get the catheter into place. When she went to withdraw the guidewire she encountered significantly more resistance but was able to remove the guidewire which was kinked. The wire was removed intact and no part of the wire remained in the patient. There was no delay in treatment and no patient death or complications reported. Per the sales rep, the physician noted in some instances she advances and withdraws the wire through the needle before being able to advance it into place which maybe damaging the wire. The sales rep reviewed the IFU with regards to the proper way of removing the wire from the catheter when resistance is encountered and not advancing and withdrawing the wire through the needle.